Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a patient underwent a right bhr procedure on (B)(6) 2011. The patien later started experiencing progressive pain and limited internal rotation of the hip; radiographs showed notching of the anterior superior femoral neck from the metal acetabular shell, and the patient also tested for minimally elevated chromium and cobalt levels. Therefore, a revision surgery was performed on (B)(6) 2024, during surgery brown colored wear debris was found, the shell was elected to be kept in place, and a zimmer stem and ceramic polyethylene head were implanted. Further complications were not reported.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to progressive pain and limited internal rotation of the hip; and minimally elevated chromium and cobalt levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. There is likely multiple route causes that lead to the revision. The pain and limited internal rotation of the hip is due to the failed gluteus medius repair. The brown coloration could be related to reaction to metal debris and the femoral notching could be impingement with the shell as noted. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.